Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive button. The customer stated that there was damage to the screen and the button on the front screen had a crack thus caused delayed response when pressed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.